Manufacturer narrative:
The t:flex pump user guide cautions against overfilling a cartridge past 480 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 500 units of cold insulin. The customer's blood glucose level was 170 mg/dl. Tandem technical support advised the customer to not overfill the cartridge as it will lead to an inaccurate fill estimate. The customer understood.